Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's circuit leak was higher than normal. The device was not in patient use. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to flow transducer (mt2) being out of tolerance.